Event description:
Customer called to report high blood glucose's. High blood glucose's were treated with a manual injection. It was stated that the small driver arm had no tension and customer can turned the pump over and arm moved on its own. Troubleshooting was performed. Device tested ok and the insulin exited.